Manufacturer narrative:
Date sent to FDA: 06/08/2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Patient code: 1690,1930,1685, 3189 - surgical intervention it was reported that patient underwent removal of mesh on (B)(6) 2018 due to infection, abscess and abdominal pain.

Manufacturer narrative:
Date sent to the FDA: 4/19/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.